Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.

Event description:
During follow up, the patient's vibratory alert was tested but the patient was unable to feel the vibration. The test was repeated several times without success. The device remains implanted and will continue to be monitored using merlin.net. The patient is in stable condition.